Manufacturer narrative:
(B)(6).

Event description:
It was reported that entrapped on the guidewire occurred. The target lesion was located in the moderately tortuous superficial femoral artery (sfa). A 6.0 x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for the endovascular therapy procedure. The ranger balloon was delivered with a non-boston scientific guidewire and became entrapped on the guidewire a few centimeters from the tip of the balloon. The procedure was completed with another of the same device. There were no reported patient complications.

Event description:
It was reported that entrapped on the guidewire occurred. The target lesion was located in the moderately tortuous superficial femoral artery (sfa). A 6.0 x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for the endovascular therapy procedure. The ranger balloon was delivered with a non-boston scientific guidewire and became entrapped on the guidewire a few centimeters from the tip of the balloon. The procedure was completed with another of the same device. There were no reported patient complications.

Manufacturer narrative:
E1- initial reporter city: (B)(6). Device evaluated by MFR: the ranger was received for analysis. Visual inspection of the device confirmed multiple kinks on the catheter. Microscopic inspection found a kink 8.4mm from the distal tip under the balloon. When a 0.018 in house guidewire was back loaded into the ranger it was stopped by the kink under the balloon. A kink in the catheter can cause the device to freeze on the guidewire as the guidewire cannot pass any further.